Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation, the unit experienced two abnormal shutdowns with an electrode belt attached, generating service code 204. Upon investigation, the belt connector cable was damaged. The damage occurred at the white high voltage wire. The cause for the damaged cable cannot be positively determined. No adverse event resulted from the defective connector cable. The patient was issued a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's monitor was experiencing abnormal shutdowns. The patient was issued a replacement monitor.